Event description:
The cast cutter was returned to stryker instruments for evaluation due to allegedly leaking grease. There was no patient involvement and no adverse consequences associated with the device.